Manufacturer narrative:
H6: investigation summary: customer reported an issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and confirmed the false positives issue. The fse de-installed the current instrument and was replaced with a new instrument. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. CAPA (corrective and preventive action) 1233452 was recently implemented for false positives. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged a false positive result was obtained in 2 vial. The vials were retested and results were negative. There was no report of patient impact. The following information was provided by the initial reporter: customer reports they had two false positive vials on this instrument yesterday. The vials were tested and determined to be negative. No immediate issues with the fx instrument that would have caused or contributed to the fp testing results. All systems are in spec and working and testing properly. The customer provided 12 plots/accession number examples and 6 of the 12 have high/elevated wbc counts which is known to contribute to a fp testing result. Note: the ideal range for white blood cell counts (wbc) is 8-10.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged a false positive result was obtained in 2 vial. The vials were retested and results were negative. There was no report of patient impact. The following information was provided by the initial reporter: customer reports they had two false positive vials on this instrument yesterday. The vials were tested and determined to be negative. No immediate issues with the fx instrument that would have caused or contributed to the fp testing results. All systems are in spec and working and testing properly. The customer provided 12 plots/accession number examples and 6 of the 12 have high/elevated wbc counts which is known to contribute to a fp testing result. Note: the ideal range for white blood cell counts (wbc) is 8-10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.